Event description:
During prep of the device for a cardiopulmonary bypass procedure, the user reported that the device would not cool. The user facility¿s biomed will repair the device. As a result, an alternate device was employed. No other details regarding the nature of this event were provided. Investigation is process, but not yet completed.